Event description:
It was reported that during a cholecystectomy procedure, before he was going to use the device and set the clip for ligation, the nurse said that the clip was in ¿v¿ form and inclined to the right side to the shaft. A ligamax device was used to complete the procedure. There was no damage reported in the patient's tissue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 15 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).